Event description:
It was reported patient's entire system was removed due to skin erosion.

Manufacturer narrative:
Date of explant and patient's weight are unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's ipg eroded through their skin. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
Date of event is estimated.